Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-33, lot#: va1raxz, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 14-may-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient was trying to stop leakage from occurring after a bowel movement which the interstim therapy did not do. Patient was not sure if their congenital issues were the reason why the interstim therapy did not work well for them. Patient did have some therapeutic effect initially and then it declined and patient ended up turning the therapy off (B)(6) 2021 because they did not think it was working. They had tried 4 programs at the doctor's office at one point and patient felt it on the right side of the vagina only and the doctor thought it might be placed incorrectly but another doctor disagreed with this. Patient also was concerned that they had soreness in their tailbone as well as throbbing pressure in their right buttock. The ins was implanted on the left buttock. Patient was concerned that the soreness may have been related to the interstim but their doctor did not believe so. Patient had the interstim system removed on (B)(6) 2022 and did have some have pain following the surgery but thinks that is because they had to dig around really hard to find the lead. It finally stopped hurting so it was hard to tell if the previous soreness/throbbing symptoms were resolved following device removal. During the device removal the lead wire broke and about 2 inches at the most of it was abandoned in the left tailbone. Patient sought a 2nd opinion from a doctor who felt maybe they could remove it if surgery was performed under x-ray. Documented reported event. No further action was taken by patient services. No further complications were reported at this time.

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va1raxz serial# implanted: (B)(6) 2018. Explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the lead breaking during removal was determined. Patient stated to refer to the operative report. The remaining lead will be left in as the patient does not want to risk damage to sacral nerve or tailbone.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead at the generator side was cut and brought through at the lead insertion site. Gentle steady pressure was placed on the lead, but it broke. The doctor could not find the remaining lead.

Manufacturer narrative:
D6b and 10: explant date missing from initial report continuation of d10: product ID 3889-33, lot# va1raxz, implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated the device/therapy never worked for them anyway.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called from registered number and said when their interstim was removed the wire broke and they could not get mris but pt has since received a letter from medtronic regarding getting mris with lead fragments. Pt said now they are trying to get an MRI of their knee and have taken the letter to several facilities who did not want the liability. Pt said after that they had an xray done, they have the diagnostic radiology report which shows the size and where it is sitting. Pt requested further labeling information be sent to them regarding mris with lead fragment. Reviewed further MRI information and a hcp would have to sign the eligibility report and after consulting with tech agreed to send it. Reopened the case reassigned to self and emailed MRI information.

Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# (B)(6) serial# implanted:(B)(6) 2018.explanted: (B)(6) 2022. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.